Event description:
It was reported that the atrial lead dislodged. The impedance trends were reviewed to try to determine when lead dislodged. Patient recently had mitral valve surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Lead impedance trends appear stable from (B)(6) 2009 through (B)(6) 2010.